Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted asymmetrically approximately 13 weeks post lens implant. A yag procedure was performed. The reason for the yag procedure was not provided. The patient's status is 20/70. This event refers to the patient's left eye. The surgeon is evaluating further treatment options. Additional information has been requested, but no additional information has been received.